Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available. Correction. The lead is part of the advisory for this model. Evaluation summary for (B)(4): helix disengaged from helical channel. Full lead returned and analyzed. Additional findings of distal conductor blood/body fluid (not obstructed), blood in/on helix mechanism (sleeve head) and in/on helix mechanism, and tip seal observation.

Event description:
It was reported that during implant there were positioning difficulties with the lead because the helix suddenly popped out. The helix appeared to be longer than normal and could not sense any signal. It was difficult to retract the helix and required too many turns. The lead was attempted, but not used. A new lead was used. No patient complications were reported as a result of this event.